Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had intermittent capture on all vectors and unstable threshold measurements. It was noted that the lv lead had low impedance measurements. The lead was capped and replaced. No patient complications have been reported as a result of this event.